Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the compressor unit intermittently went into standby mode. The ventilator was investigated by our field service engineer on-site and the stand by valve was determined defective and replaced. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the compressor unit intermittently went into standby mode. Patient involvement unknown. Manufacturer's ref #: (B)(4).